Event description:
According to the reporter: staples did not form causing the staple line to open. The doctor used a gia8038s and was able to secure the wound area. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component was left in the pt. No reinforcement material was used during the case. Additional information requested via email.

Manufacturer narrative:
(B)(4).